Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
On 3/07/2022 it was reported by a sales representative via email that an ar-3638 knotless fibertak anchor and repair stitch completely pulled apart. This was discovered during a labral repair on (B)(6) 2022. Additional information received on 3/7/2022: during tightening of the sutures, the shuttle stitch completely pulled out of the anchor. Only the sutures broke. Additional inforamtion received on 3/8/2022: anchor remain in the patient and the repair was completed using another ar-3638 knotless fibertak from a different lot number. An extra bone hole was created for implantation of the new ar-3638 knotless fibertak.